Manufacturer narrative:
The pump was received with no audio and or beeping alarms tones due to broken black wire of the piezo transducer. The pump was also received with normal operating currents and passed the unexpected restart error, displacement, rewind, basic occlusion, and occlusion tests. The pump was unable to perform the prime and excessive no delivery test due to any audio and or beep tones. There was no cosmetic damage noted during physical inspection.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states there was an absence of beeps and tones. The customer's blood glucose level was 300mg/dl. The customer treated with bolus. Troubleshoot was conducted and the pump still did not tone or vibrate. The customer was advised the pump would be replaced and returned for analysis.